Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation as reported, it was discovered prior to patient contact that a ngage nitinol stone extractor would not open or close. There were no adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for the reported lot ,records ten devices as nonconforming for basket/grasper will not open/close that are likely similar to the reported failure mode. All devices are inspected for functionality during manufacturing and quality control checks. All devices in the lot that were shipped passed the inspections and non conforming parts were scrapped. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of complaint file, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_shef_rev1 was reviewed and included no information related to the reported failure mode. Based on the information provided, no returned device, and the results of the investigation, the nature and cause of the failure of the basket to function properly could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, it was discovered prior to patient contact that an ngage nitinol stone extractor would not open or close. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Additional information has been requested. At the time of this report, no further information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: (B)(6). G4: PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.